Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage caused by premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the device was unable to be interrogated and was explanted and replaced. It was noted that upon explant, a bulge could be seen on the can. No patient complications associated with the surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.